Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:40 pm CT. The report number is being corrected from: 2124215-2018-62309 to: 2124215-2018-61657.

Event description:
Additional information received reported that the ra electrogram (egm) appeared flat. Programming options were discussed. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of less than 200 ohms. The patient did not require much ra pacing; therefore, boston scientific technical services (ts) discussed possible programming options. No adverse patient effects were reported. The device remains in service. Additional information received reported that impedance testing was performed, and the patient would continue with routine follow-up. No adverse patient effects were reported. Additional information received reported that the ra electrogram (egm) appeared flat. Programming options were discussed. No adverse patient effects were reported. The device was later explanted for normal battery depletion and was returned for analysis.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:40 pm CT.the report number is being corrected from: 2124215-2018-62309to: 2124215-2018-61657 the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of less than 200 ohms. The patient did not require much ra pacing; therefore, boston scientific technical services (ts) discussed possible programming options. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that impedance testing was performed, and the patient would continue with routine follow-up. No adverse patient effects were reported.